Event description:
A pt with an implanted pacemaker was connected to a pt monitor. Upon connection to the pt monitor, the pt's heart rate increased to 110 to 130 beats per minute (bpm). The user facility disconnected the pt from the pt monitor and the pt's heart rate decreased to 64 bpm. The user facility connected to the pt back to the pt monitor to get a blood pressure and the pt's heart rate increased to 120 bpm. The user facility removed the pt monitor from the pt permanently. According to the user facility, the pt developed chest "pressure" and was treated with nitroglycerin (.4 mg x 2) and morphine (unknown quantity)

Manufacturer narrative:
An eval was conducted using the same pt monitor involved in the incident, which was supplied by number/manufacturer of pacemaker as implanted in the pt involved in this incident was utilized in the eval. The pacemaker with m-v (minute-ventilation) sensor programmed "on" was added to a test apparatus. Upon connection of the pt monitor to the test apparatus, the pulse generator increased the rate to 110 ppm or the maximum sensor rate target.this increase in the rate occurred regardless of whether the pt monitor's respiration parameter was configured on or configured off. A pacemaker with m-v sensor programmed "off" was then connected to the test apparatus. Upon connection of the pt monitor to the test apparatus, the pulse generator maintained the base rate of 60 ppm for as long as the pt monitor was connected to the test apparatus. The incident occurred due to an interaction between the pt monitor's impedance pneumography excitation (used to measure a pt's respiration rate) and the pt's implanted pacemaker with m-v sensor turned "on". According to the pacemaker MFR, the pacemaker output will not increase beyond the maximum set by the pt's cardiologist under these conditions. This type of interaction is well documented in industry literature and may be rectified by programming the m-v sensor of the pacemaker of "off". The pt monitor performed as designed and intended. Additional precautions will be added to the pt monitor's operation manual to alert users to the existence of this type of interaction.